Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 month due to regurgitation. Per the op report, the aortic prosthesis was noted be well implanted without any periprosthetic leaking; however, the sinotubular junction as noted in the first procedure was densely calcified with this perhaps impinging on the normal function of the valve and, thus, creating an insufficiency. The device was explanted and replaced with another edwards bioprosthetic valve. The patient was reported to have tolerated the procedure and was transferred to the cvicu in stable but critical condition. Of note, the health care provider indicated that this event was due to patient related factors and not a product malfunction.

Manufacturer narrative:
Eval code = device not returned. Unfortunately, the root cause of this event could not be confirmed without the sample device. The valve was discarded by the hospital. Although the root cause of this event cannot conclusively determined, the op report documents dense calcification that was possibly impinging on the normal function of the valve, which was seen during the first operation. The health care provider also noted that this event was due to patient related factors and not a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are being taken.